Event description:
While prepping the product, a tear in the luer hub was noticed. This occurred with a 3.0 x 13mm cypher select plus stent and a 3.5 x 18mm cypher select plus stent. The products were not clinically used in the patient.

Manufacturer narrative:
This ous cypher select plus sirolimus-eluting coronary stent is distributed outside the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-00191. Additional information will be submitted upon 30 days of receipt.